Manufacturer narrative:
A medtronic representative went to the site to test the equipment. On 2019-jul-31, the networking checkout and wifi endpoint were replaced. However, the issue persisted. As of 2019-nov-20, the system was still unable to pull from the wireless network. The picture archiving and communication systems (pacs) representative acknowledged the problem was on their end and were currently working to fix the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The networking checkpoint for the navigation system was returned to the manufacturer for analysis. The checkpoint was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The wifi endpoint for the navigation system was returned to the manufacturer for evaluation. Testing found that the endpoint displayed local networks but could not connect to networks. Once reconfigured after a factory reset, the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Other relevant device(s) are: product ID: 9735797, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system returned an error code when attempting to receive exams on wireless networking. It was noted that the system was configured for wired and wireless network functionality. It at the site confirmed the electronic picture archiving and communication systems (pacs) was not on a separate ae title when sending exams to the navigation system.